Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad buttons require excessive force to activate during testing, it was observed that the up/down/ok/contrast key contacts were misaligned, the contrast key contact was also inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button is unresponsive when pressed. The keypad is intact. There was no adverse event associated with this complaint.